Event description:
Customer reported recent issues with the maxplus valve sticking, then popping and spraying. Stated the blue gland in the valve stuck in the open position, then after a slow return it popped closed and sprayed blood on the user. The customer had used maxplus for more than 5 yrs without any issues. The report of sticking and then spraying started a few months ago. The IV team members place or replace the maxplus valve and it is only used on central lines. There was no pt harm reported and no medical intervention was required. Customer stated that no additional pt or event details are available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.